Manufacturer narrative:
Due to characterization limit e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cs100 intra aortic balloon pump, the iab fill port connector was broken and there was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, b5, e1 (event site telephone), g3, g6, h2, h11. Due to character limitation, below fields are added from e1- event site telephone- (B)(6).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- d5, d10, e1 (event site name and address), e2, g7, h8. Due to character limitation, below fields are added from e1-event site name- (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was able to confirm the failure. As a remediation action, the fse replaced the pneu cmpnt m luer 1/16tb white. Once repaired the unit was tested and confirmed for normal operation.